Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 12:58:51. During night drain cycle four, the patient's ultrafiltration reading was 1924ml, indicating the home patient (hp) drained 1924ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide gives the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation". A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.